Event description:
On (B)(6): customer reports via phone that during room start up, prior to procedures, generator console failure was noted by staff. Customer does not have a back up room for patient procedures. No reported injury.

Manufacturer narrative:
Fse confirmed bad display on the generator touchscreen console. Fse replaced the generator's touchscreen console per sedecal manual. Fse completed the service checklist and unit returned to service by the customer.